Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was a leak where the sterile line connects to the cardioplegia set. The product was not changed out, there was 5 ml of blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did not receive the actual device and further information is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).